Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. The video provided with the complaint was reviewed,. The video shows a milky white substance was observed in the eye during the phaco segment. Based on the video, the evaluation does confirm the presence of a white milky substance. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a milky white substance, like "liquefied-cortex" came out of the tip into a patient's left eye and thermal injury occurred. The patient experienced wound gape and corneal opacity. Five sutures were used to close the wound and the procedure was completed.